Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose motor support disk. Unable to perform the prime test due to the motor error alarms. The pump also had a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 237 mg/dl. Nothing further reported.